Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the right coronary artery (rca). A 4.0x8mm nc trek neo rx balloon dilatation catheter (bdc) was prepared with no noted issues and advanced to the target lesion, through resistance, to be used for post-dilatation. However during the initial inflation the balloon was noted to rupture at 12atms. Therefore the bdc was removed and a new unknown bdc was used to complete the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.